Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the patient developed bilateral pulmonary thromboemboli and subsequently expired. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by an updated legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to bilateral pulmonary thromboemboli. As a result of the malfunction, the patient died.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of basal cell carcinoma of the face, stroke, smoking and recent pneumonia. The patient developed chest discomfort and blood-tinged sputum over three to four days. The patient is reported to have presented to hospital with multiple pulmonary emboli (pe) and deep vein thrombosis (dvt). The patient was further noted to have a contraindication for anticoagulation therapy. The filter was implanted via the right femoral vein and placed in an infrarenal position. Approximately nine years and nine months after the filter implantation, the patient is reported to have collapsed and was taken to hospital via ambulance. A computerized tomography (CT) scan revealed that the filter had tilted. There was evidence of a suspected posterior strut fractures and findings consistent with filter tenting. In addition, there was radiopaque material seen within the filter of uncertain etiology. There was no evidence of caval perforation or migration. Attempts to resuscitate the patient were ultimately unsuccessful. A certificate of death was provided that indicated that the patient expired in the emergency room with an immediate cause of death listed as bilateral pulmonary thromboemboli with a natural death listed as the manner of death. The certificate of death further indicates that an autopsy was performed. The autopsy report included findings of bilateral pulmonary thromboemboli, the presence of an ivc filter, dilated cardiomyopathy with cardiomegaly and evidence of therapeutic intervention. Details within the autopsy indicate that the filter had extensive adherent thrombi within the lumen of the ivc which was noted to be distended. The autopsy confirmed the cause of death and its¿ manner as reported in the death certificate. The patient¿s widow, mother and son further reported having experienced mental anguish as a result of the patient¿s death. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and fracture events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Recurrent pe is a known potential complication of filter implantation and is listed in the IFU as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.